Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, through the photos provided. It is not possible to determine, the lot number and catalog observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
The device has been explanted and replaced.

Event description:
Patient reported right side ¿exchange from textured to smooth breast implants due to the patient¿s concern with the product¿ ¿concern about lymphoma," ¿right side rupture," and "the silicone went into my lymph nodes." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, pain, and anxiety-product/procedure.

Manufacturer narrative:
Clarification: the correct ad was (B)(6) 2021 and was inadvertently updated in the first and second supplemental reports. All mdrs were submitted on time.

Event description:
Healthcare professional additionally reported against right side "exuberant foamy histiocytic reactions".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side ¿exchange from textured to smooth breast implants due to the patient¿s concern with the product¿ ¿concern about lymphoma," ¿right side rupture," and "the silicone went into my lymph nodes." The device remains implanted.